Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting viper screws, it was noticed that the screws lost the ability to retain and stay firm on the driver. Upon inspection, it was noted that the fine tips of the viper polyaxial driver had been broken. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.